Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of transcatheter bioprosthetic aortic valve, the native mean gradient was 42 millimeters of mercury (mmhg). Per aortography the valve was implanted at 4mm on the non-coronary sinus. The left coronary sinus depth was not assessed. The discharge transthoracic echocardiogram (tte) 3 days following the valve implant measured a mean gradient of 16 mmhg. An additional tte measured a gradient of 12.7 mmhg. Approximately 7 years following the implant of the transcatheter valve an echocardiogram identified elevated atrioventricular gradients. The max gradient measured 23.4 mmhg and the mean gradient measured 13.6 mmhg. The 8-year echocardiogram identified these gradients increased to a maximum gradient of 28.9 mmhg and a mean gradient of 18 mmhg. New york heart association (nyha) functional class I was present at the 7 and 8 year markers. It also was confirmed that at the time of the clinic visit symptoms were not present. The physician indicated the event was clinically significant. No treatment adminis tered or planned given the nyha functional class I status. Additional information was received that the 9-year echocardiogram revealed an aortic valve max gradient of 54.6 mmhg and mean gradient of 30 mmhg, revealing moderate aortic stenosis. Nyha functional class I symptoms were present. No patient complications were reported as a result of this event.